Event description:
The customer reported that during the transference of a pt from the cath lab to the ICU, while the unit was in use on the pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the batteries. In an unrelated repair, the safety disk (B)(4)was replaced too. The unit was tested to factory specification. It functioned normally and was returned to the customer.